Event description:
It was reported that the customer had high blood glucose level (499 mg/dl). Reportedly, customers cannula fell out while the customer was asleep. Customer changed tubing and site, and took a correction bolus to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted. Customer believes his infusion set fell out during the night, which contributed to high blood glucose levels.